Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. Additional details state the unit shuts down and alarms. The key failure is the operator valve is stuck.